Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 119 mg/dl at the time of event. Reportedly, the customer cleared the alarm to address address the issue.